Manufacturer narrative:
(B)(6)

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys testosterone ii assay on a cobas 6000 e 601 module. No erroneous results were reported outside of the laboratory. The primary tube of the sample initially resulted with a testosterone value of 3.69 nmol/l. The sample was aliquoted into a sample cup and repeated twice, resulting as 2.33 nmol/l and 2.54 nmol/l. The 2.54 nmol/l value was reported outside of the laboratory to the patient and was considered correct. No adverse events were alleged to have occurred with the patient. The testosterone reagent lot number was 304760. The reagent expiration date was asked for, but not provided. Quality controls were within range. The field service engineer checked probe alignment and cleaned the probes. He ran performance testing and this was outside of specifications. He deleted calibration curves and performed a high voltage adjustment of the photomultiplier tube. He ran a cell blank and repeated performance testing. Performance testing was ok. A new lot calibration was performed and controls were ok.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.